Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. The lens was returned dry in a micro-centrifuge vial with residue on lens. Visual inspection found no visible damage to the lens. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.5/+2.5/089 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a different manufacturer lens. The cause of the event was due to patient related factor and was not related to the product.

Manufacturer narrative:
Additional device evaluation was performed. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).